Event description:
A 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed in a patient with no issue reported. The target lesion, located in the lad #7 was described as eccentric with 90% stenosis. During procedure, another endeavor rx stent was deployed at lad # 6 with no issue reported. (MFR report# 2953200-2010-00285). However, several days post procedure, the patient developed pneumonia and was instructed to stop oral intake due to risk of aspiration. Oral medicines were also stopped taking. It was reported that several days later, thrombosis was confirmed at lad # 6 proximal. Pci was performed to treat the total occlusion; however, it was reported that the patient died. The physician commented that the cessation of the antiplatelet drugs may have caused the thrombosis.

Manufacturer narrative:
(B) (4) - (secondary intervention: pci): results: the patient was instructed to cease taking any oral medicines; cessation of the antiplatelet drugs; st, death. Conclusion: the patient was instructed to cease taking any oral medicines; cessation of the antiplatelet drugs.